Event description:
It was reported that the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 49 and 71 hours. The patient was unsure whether the cannula had been properly seated at the infusion site (arm) and reported that the cannula was damaged, resulting in insulin leakage. The patient indicated that insulin pen would be used as treatment until pod therapy could be resumed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.